Manufacturer narrative:
This was an unexpected product return from the customer with previous complaints of smartsite needle-free valve leak, stick down, and blood in the smartsite body. Only blood inside the smartsite body was confirmed. Visual inspection on the smartsite noted traces of blood inside the connector, between the valve's clear body and piston. No other anomalies were observed on the smartsite. The cause of fluid in the entrainment area/between the body housing and piston of the smartsite valve is due to the fluid being drawn/pulled into the area during activation of the piston as the movement of the piston carries the fluid downward into the area because of shear forces (capillary action) on the fluid to flow in narrow spaces and is a known functionality of the smartsite valve. Functional testing of priming, infusion and pressure testing found no leaks or other anomalies with the received smartsite. The smartsite connector¿s female and male luer ports were measured and found to be within iso standards. The root cause of the blood inside of the smartsite is identified as fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action.

Event description:
The set was received as an unexpected return with previous complaints of smartsite needle-free valve leak. Photo received from lab noted blood in the valve. Although requested there are no additional details provided at this time.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient's ages and dob's were not provided, however; the event reportedly occurred in pediatrics; therefore, it is presumed that the patient was a child.

Event description:
The set was received as an unexpected return with previous complaints of smartsite needle-free valve leak. Photo received from lab noted blood in the valve. Although requested there are no additional details provided at this time.